Manufacturer narrative:
Additional information was requested but not provided.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed backup vvi on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was unknown.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.